Event description:
Healthcare professional reported "suspected rupture" via ultrasound. Later healthcare professional reported "no rupture, double coating, shell and gel separated" via MRI. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued e1. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
The event of rupture has been removed as it did not occur and is no longer reportable to the FDA. Double capsule, which is minor in severity remains in the record. This record is for the right side. Device has been explanted.